Manufacturer narrative:
(B)(4). This field is not completed as this report is being filed on an international product tecnis itec preloaded 1-piece iol, model pcb00 that has a similar product, tecnis 1-piece iol model zcb00, which is distributed in the united states under PMA p980040. The device is not expected to be returned. The lens remains implanted in the patient's eye at the time of submitting the MDR. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the consultant questioned the recommended incision size as stated and device struggled to fit through the 2.4 incision. It was required to enlarge marginally. An additional 30 minutes was added to the case time. No patient injury was reported. It was stated that the physician has now adjusted his technique to compensate. No further information was provided.

Manufacturer narrative:
It is being corrected from 30 minutes to 30 seconds that was added to the case time. The customer provided additional information stating that it was important to note that the consultant previously used a 2.75mm incision and only used 2.4mm for the purpose of the trial. The doctor commented that the tip did not seem to fit but enlarges his wound anyway so it did not matter. The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. A review of process manufacturing instructions in the change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method or specifications that could be related for this complaint type. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.